Event description:
It was reported that there was stimulation in the wrong location. A couple of weeks prior the patient lost stimulation in one foot, the right foot. They had stimulation in the left foot, left leg, and right leg down to the knee still. This happened after they had been having pain at their pocket site and a healthcare provider (hcp) did pain injections around the implantable neurostimulator (ins). Then they lost stimulation in their right foot. The manufacturer representative (rep) checked the system and found electrode impedances were 600-700 ohms with the lowest one was 500¿s ohms on contact 5. They attempted reprogramming of all different combinations. The patient didn¿t feel anything on the right even at elevated amplitudes until they ¿returned to clinical settings¿. On the right side of the lead the patient felt in the left foot only. They reprogrammed the right side of the lead and they were feeling it in the left foot only. It was reported that in (B)(4) 2015, the patient had pain at the implantable neurostimulator (ins) pocket. (B)(6) 2015, they had the loss of stimulation in the right foot. The ins was superficial, not tipped. The hcp examined the patient on (B)(6) 24, and determined the battery was too close to the surface so they were going to move it. The battery was too superficial, so much that they were planning on moving the ins in two weeks after the report. The patient was not yet scheduled for the pocket revision. The battery would be moved and they were not scheduled for the revision yet. Further information regarding the revision and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported, the patient had their battery pocket revised on tuesday (B)(6). The patient was seen the day of the report by another manufacturer representative (rep) and was doing ok.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 97791, lot# n401519, implanted: 2014 (B)(6); product type accessory. (B)(4).